Manufacturer narrative:
No further intervention was undertaken. This report will be reopened if additional information is received.

Event description:
Boston scientific received information that during a recent device upgrade procedure for normal battery depletion, when both setscrews of the device were loosened one of the leads broke apart once removed from the device header. The device was explanted and replaced. To date, there have been no additional adverse patient effects reported.